Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia bag had a leak in the bag seal where the medication port was attached. Morphine was added to the bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The sample was received for evaluation. Visual and underwater functional testing were performed and confirmed that the bag leaked from the seam around the medication port. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was verified. The cause was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.